Event description:
A patient reported that they could not reconnect their electrode belt to the monitor. Examination by patient's family member found 1 of the electrode belt connector pins was bent. The family member straightened the pin and reconnected the electrode belt. Patient continued to use the lifevest device without recurrence until they received an ICD in 03/2004.